Event description:
During a clinic follow-up, the right ventricular (rv) lead was dislodged as it was not properly fixed to the ventricle. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted. Visual examination revealed that the helix was retracted and clogged with blood/tissue. X-ray examination revealed no anomalies on the entire lead. After cleaning, mechanical inspection revealed that the helix was able to extend and retract within twelve turns. The measured full helix extension length was within specification.